Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose and suspected a leak at the connect adapter during a fill tubing sequence, after which the trainer instructed disconnection from the pump and administration of an outside insulin injection; the user later completed a full supply change and reconnected to the ilet. Symptoms included hyperglycemia with a reported high of 272 mg/dl without alerts for prolonged hyperglycemia, no ketone testing, no backup therapy beyond a single injection, and no acute clinical effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included technical support troubleshooting, user education, and guided supply replacement. Investigation of this case revealed evidence consistent with a leaking connection during setup that was corrected by supply change and reconnection, with lot numbers unavailable due to disposal. It was concluded that the event was related to a suspected connection leak resulting in underdelivery, and that user retraining and supply replacement restored expected function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.